Event description:
The customer contact reported no suction. Prior to pt use and during testing of the device, no suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).